Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13961. It was reported that when the patient presented at a follow-up in-clinic, no capture and high pacing lead impedance was observed on the left ventricular lead. Programming changes were made to deactivate the lead. The patient later presented for a generator change out and the impedance values were in the normal range. It was suspected that the old device contributed to the high impedance. The patient was stable before during and after the procedure.